Event description:
The pt reported that 1.5 weeks ago, she went swimming with her infusion device. In 2009, she experienced elevated blood glucose of 400 mg/dl to over 600 mg/dl and she was vomiting. She bolused through the infusion device and injected insulin via syringe to lower her blood glucose. The next day at 11:00 pm, she was taken by ambulance to the hospital. Her normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.